Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At the time of this report getinge service has not been requested. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code #4. The iabp was switched over to new iabp without complication and it was tagged and removed from circulation. No patient injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and verified the that there was recorded over temp faults. The fse removed the compressor from the unit and plugged it into power fan, but it did not turn on when powered up. The fse disassembled the compressor and installed a new cooling fan, thermal switch and installed a 2500 hr kit. The iabp was then reassembled, and the fse ran the iabp through a complete calibration and functionality test and it passed. The fse also ran the iabp on a test balloon and on a trainer for approximately 30 minutes with no problems. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code #4. The iabp was switched over to new iabp without complication and it was tagged and removed from circulation. No patient injury or adverse event was reported.